Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 462 mg/dl which was treated with bolus. Customer stated that insulin pump had insulin flow blocked alarm. Customer also stated that there was no insulin flow blocked issue anymore because it get resolved with the set change. The insulin pump will not be returned for analysis.